Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced a skin reaction with redness, inflammation and infection extended beyond the patch perimeter and hard and large raised lump on and around the sensor insertion site with pus coming out of the insertion site. The patient had pain and discomfort in the affected area. The redness and swelling outside of the overpatch area was consistent with cellulitis (not diagnosed). Despite the symptoms, the patient continued wearing the sensor for two days. On (B)(6) 2025, the patient removed the sensor and noted a hard, large, raised lump at and around the insertion site, with pus visibly coming from the insertion point. The patient applied an ice compress, cleaned and sanitized the area, and began taking ibuprofen for pain relief. On (B)(6) 2025, the patient visited a medical center and was seen by a care manager. While no formal diagnosis was documented, the healthcare provider indicated the site was infected. The patient was also evaluated by a physician at the same facility, who prescribed cefalexin 500mg, to be taken three times daily for seven days. At the time of the report, the insertion site remained bright red and swollen, but the patient was recovering and continued to take ibuprofen for pain management. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.